Event description:
The pressure monitoring set was used during open heart surgery. The pressure suddenly raised from 300 mmhg to 600 mmhg, and the monitoring system alarmed on high pressure. No patient complications were reported.

Manufacturer narrative:
Device has not been returned for evaluation.